Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5, d10, e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout, the light guide bundle was chipped, the objective lens was chipped, the plating on the tip of the rigid tube has peeled off, the objective lens was contaminated, component failure of universal cable, component failure of charged coupled device unit, component failure of the light guide bundle, component failure of the objective lens, and component failure of rigid tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure and blackout had occurred due to component failure of the universal cable and charged coupled device unit. However, the additional malfunction light guide bundle was chipped due to a component failure of the light guide bundle, the objective lens was chipped and contaminated due to a component failure of the objective lens, the plating on the tip of the rigid tube has peeled off due to a component failure of rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with a similar device. There were no reports of patient harm. However, no additional information was received from the customer.

Event description:
It was reported the laparoscope, gynecologic had the image is completely black and does not display. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.